Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative no 2020-may-12 regarding a patient receiving morphine (10mg/ml at 0.5mg/day) via an implanted infusion pump. The patient's medical history included multiple back operations and low back pain. It was reported that there were no complaints regarding therapy from the patient or the managing hcp, however, during a pump replacement surgery, the hcp was unable to aspirate the catheter via the catheter access port (cap). The hcp successfully determined that the spinal segment was not patent after examination during surgery. The spinal segment was replaced and the entire catheter was found to be patent. There were no environmental, external, or patient factors that may have led or contributed to the issue, and the issue was considered resolved at the time of report. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.